Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with a neurostimulator for an advanced evaluation that began on (B)(6) 2017. The patient stated that they have multiple medical issues including chronic yeast infections, bacterial infections, vaginitis, nausea, and constipation. The patient would follow up with their healthcare professional (hcp). It was unknown if the issue was resolved at the time of the report, but the patient was noted to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.